Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (battery/charger faults) was confirmed. Upon investigation however, the charger wouldn't charge a battery pack due to the l601 being knocked off of the bedside board. The root cause of the damaged l601 was unable to be positively identified. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.